Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The physician elected to explant and replace the rv lead. During the procedure under fluoroscopy and after removing the lead, insulation damage and externalized conductors were noted. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.